Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10377. The pt received the scs system on (B)(6) 2011 which included two leads from different lots. It was reported the pt was experiencing a burning sensation in her feet. Reprogramming resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.